Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The device was returned and evaluated. There was no problem found with the handpiece. The reported problem could not be confirmed. A review of the device history record found that the device met all physical and functional requirements. At this time, no remedial, corrective, preventive, or field safety corrective action is required. The investigation is ongoing.

Event description:
A user facility in australia reported a patient burn during surgery. The patient received one suture to close the wound and basic unknown post-op medication. The physician stated it was unclear what went wrong resulting in the patient burn and believed that initially the tip of the handpiece was not on correctly. The tip was replaced but the issue continued. The phaco handpiece was then replaced along with a new tip. Patient outcome is currently unknown.